Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was in a medical facility at the time of passing and the patient's mother was reportedly with the patient. It was reported that the patient's mother had fallen asleep and reported not hearing the device alarm on the morning of (B)(6) 2019. Per review of the event, the patient's rhythm the morning of (B)(6) 2019 was af with rapid ventricular response from 150 bpm to 160 bpm with non-sustained ventricular tachycardia (nsvt) degrading to ventricular tachycardia (vt) with CPR artifact. The patient's rhythm transitioned to bradycardia with CPR artifact. The lifevest delivered two treatment shocks between 07:46:54 and 07:47:47 am while the patient was in bradycardia from 30 to 50 bpm with CPR artifact. The response were pressed after the treatment. It is unclear who pressed the response buttons. The response buttons functioned appropriately. CPR artifact contributed to the false detection. The electrode belt was disconnected at 07:48:26. The patient subsequently passed away.